Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 14 nov 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or causes serious injury. The complaint of "a residual amount of the medication rocuronium was not able to clear (flushed) from the enflow cassette due to the low infusion volume of approximately 50ml hour." Regarding part 980202eu was confirmed. The root cause was determined to be user error: the system manual indicates the minimum flowrate as 2ml/min, which equals 120ml/hour, the actual flowrate used was 50ml/hour. A risk assessment was performed, and the ultimate risk was determined to be low which does not require escalation to the CAPA review board. There have been 0 other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
It was reported that a 27-year-old healthy female presented to (B)(6) hospital with an ectopic pregnancy. The patient was admitted to operating theatres for an operation. The anesthetist present decided that the risk of potential bleed was possible during the case. As a preventative measure it was decided to place an enflow cassette inline to prepare for possible use if required. The enflow warmer was not used during the case even though the enflow cassette was insitu. A low fluid infusion volume (approx. 50ml hour) along with various medications were administered during the case. A 3 way stopcock was inserted distal to the enflow cassette where various medications were given as appropriate. During the case a dose of approximately 5ml of rocuronium (neuromuscular blocker) was administered to the patient at low infusion volume. When the patient was in recovery and the infusion line moved the patient felt an irregular physical sensation at the catheter site followed by a rapid loss of consciousness. It is alleged that a residual amount of the medication rocuronium was not able to cleared (flushed) from the enflow cassette due to the low infusion volume of approximately 50ml hour. The patient reaction to the possible bolas of medication occurred over an hour after the medication was administered it is alleged. The clinician subsequently did some tests comparing the flushing of the enflow cassette at low and higher infusion volumes. It was noted with the use of dye that residual amounts were not able to be flushed at low infusion volumes thus possibly increasing the risk of un-intended medication administration leading to adverse event. The hospital test noted improved flushing at higher volume and pressure. ( I have attached a copy of the test document provided to me for your review). The clinician noted that the priming volume of the enflow cassette is not in the current IFU or product packaging. The clinician indicated that this was a life-threatening event. A 27-year-old healthy female presented to (B)(6) hospital with an ectopic pregnancy. The patient was admitted to operating theatres for an operation. The anesthetist present decided that the risk of potential bleed was possible during the case. As a preventative measure it was decided to place an enflow cassette inline to prepare for possible use if required. The enflow warmer was not used during the case even though the enflow cassette was insitu. A low fluid infusion volume (approx. 50ml hour) along with various medications were administered during the case. A 3 way stopcock was inserted distal to the enflow cassette where various medications were given as appropriate. During the case a dose of approximately 5ml of rocuronium (neuromuscular blocker) was administered to the patient at low infusion volume. When the patient was in recovery and the infusion line moved the patient felt an irregular physical sensation at the catheter site followed by a rapid loss of consciousness. It is alleged that a residual amount of the medication rocuronium was not able to cleared (flushed) from the enflow cassette due to the low infusion volume of approximately 50ml hour. The patient reaction to the possible bolas of medication occurred over an hour after the medication was administered it is alleged. The clinician subsequently did some tests comparing the flushing of the enflow cassette at low and higher infusion volumes. It was noted with the use of dye that residual amounts were not able to be flushed at low infusion volumes thus possibly increasing the risk of un-intended medication administration leading to adverse event. The hospital test noted improved flushing at higher volume and pressure. ( I have attached a copy of the test document provided to me for your review). The clinician noted that the priming volume of the enflow cassette is not in the current IFU or product packaging. The clinician indicated that this was a life threatening event.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 14 nov 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint -(B)(4) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or causes serious injury.

Event description:
It was reported that a 27-year-old healthy female presented to (B)(6) with a ectopic pregnancy. The patient was admitted to operating theatres for an operation. The anesthetist present decided that the risk of potential bleed was possible during the case. As a preventative measure it was decided to place an enflow cassette inline to prepare for possible use if required. The enflow warmer was not used during the case even though the enflow cassette was insitu . A low fluid infusion volume (approx. 50ml hour) along with various medications were administered during the case. A 3 way stopcock was inserted distal to the enflow cassette where various medications were given as appropriate. During the case a dose of approximately 5ml of rocuronium (neuromuscular blocker) was administered to the patient at low infusion volume. When the patient was in recovery and the infusion line moved the patient felt an irregular physical sensation at the catheter site followed by a rapid loss of consciousness. It is alleged that a residual amount of the medication rocuronium was not able to cleared (flushed) from the enflow cassette due to the low infusion volume of approximately 50ml hour. The patient reaction to the possible bolas of medication occurred over an hour after the medication was administered it is alleged. The clinician subsequently did some tests comparing the flushing of the enflow cassette at low and higher infusion volumes. It was noted with the use of dye that residual amounts were not able to be flushed at low infusion volumes thus possibly increasing the risk of un-intended medication administration leading to adverse event. The hospital test noted improved flushing at higher volume and pressure. ( I have attached a copy of the test document provided to me for your review). The clinician noted that the priming volume of the enflow cassette is not in the current IFU or product packaging. The clinician indicated that this was a life threatening event. A 27 year old healthy female presented to gosford hospital with a ectopic pregnancy. The patient was admitted to operating theatres for an operation. The anesthetist present decided that the risk of potential bleed was possible during the case. As a preventative measure it was decided to place an enflow cassette inline to prepare for possible use if required. The enflow warmer was not used during the case even though the enflow cassette was insitu . A low fluid infusion volume (approx. 50ml hour) along with various medications were administered during the case. A 3 way stopcock was inserted distal to the enflow cassette where various medications were given as appropriate. During the case a dose of approximately 5ml of rocuronium (neuromuscular blocker) was administered to the patient at low infusion volume. When the patient was in recovery and the infusion line moved the patient felt an irregular physical sensation at the catheter site followed by a rapid loss of consciousness. It is alleged that a residual amount of the medication rocuronium was not able to cleared (flushed) from the enflow cassette due to the low infusion volume of approximately 50ml hour. The patient reaction to the possible bolas of medication occurred over an hour after the medication was administered it is alleged. The clinician subsequently did some tests comparing the flushing of the enflow cassette at low and higher infusion volumes. It was noted with the use of dye that residual amounts were not able to be flushed at low infusion volumes thus possibly increasing the risk of un-intended medication administration leading to adverse event. The hospital test noted improved flushing at higher volume and pressure. ( I have attached a copy of the test document provided to me for your review). The clinician noted that the priming volume of the enflow cassette is not in the current IFU or product packaging. The clinician indicated that this was a life-threatening event.